Event description:
It was reported that the pt experienced progressively worsening pain. There was no new pathology, injury or accident to cause the increase in pain. A catheter study was done and showed a patent system. The concern was related to the minimal spread of fentanyl in the intrathecal space. The catheter was moved inferiority from t6-7, to t10 in order to hopefully obtain better analgesic relief. The pt outcome was not reported. The medications being delivered via the device system were bupivicaine and fentanyl.